Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a damaged front panel, cracked o2 knob and battery cover. The input manifold is loose on the bottom chassis. The technician connected to an oxygen (o2) source and powered on. The reported issue was not confirm. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replaced input manifold assembly as a preventative measure.

Event description:
It was reported that there was continues flow. No patient injury was reported.